Event description:
Hardware parameter file read fail.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunctions "tightness test failed" and "flow sensor test failed" can lead to a delay in the therapy since the ventilator cannot be used. A fully functioning ventilator needs to be prepared. The root cause was determined to be an internal leakage, ambient valve and oxygen sensor were not properly tightened. Also, the o2 cell was close to expiration when the event occurred. The correction in this case was the replacement of the ambient valve and o2 cell. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was prepared for treatment. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.